Event description:
Abdominal pain, nausea. Seen dr and did x-ray, they recommended me to see the dr who put the essure in my body. That dr blew me off said it was only bowl back up. Would even look at x-ray or MRI scan disk of something was wrong.